Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
A healthcare professional reported right side capsular contracture grade IV¿, ¿intracapsular rupture¿, and ¿right capsule, negative for cd30, fibrosis and histiocitary reaction" the device was explanted and replaced.

Event description:
A healthcare professional reported right side "capsular contracture baker grade IV,¿ ¿intracapsular rupture,¿ and ¿right capsule, negative for cd30, fibrosis and histiocitary reaction." The device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken and opening on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. Shell thickness within specification. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.